Event description:
Medtronic received a report that when recovering the solitaire stent after it was deployed, the stent could not be recovered. The solitaire was replaced to complete the surgery. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an ischemic stroke located in the middle cerebral artery. The patient's baseline mrs, nihss, and tici scores were 1, 2, and 0 respectively. Post procedure these were 2, 2, and 3 respectively. Two passes were made with the device. IV tpa was not contraindicated. The patient's vessel tortuosity was severe. The stroke onset to reperfusion time was "60." Ancillary devices include a rebar microcatheter and an avigo guidewire. Additional information was received indicating there was resistance in the middle section of the catheter during retrieval of the device. The cause of the event was not determined.

Manufacturer narrative:
Product analysis #279340407:equipment used: video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box; within a sealed biohazard pouch and within an introducer sheath. The unknown rebar micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The solitaire fr was advanced out of the introducer sheath against light resistance. No damages or irregularities were found with the solitaire fr pusher. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. The solitaire fr stent was found with one broken strut at the non-working (teardrop) length struts. No damages or irregularities were found with the working length struts. No damages or irregularities were found with the finger markers. Testing/analysis: the device could not be used for resistance testing due to the damaged condition. The broken stent strut was sent out for sem analysis. The strut thickness was measured to be 66.70¿m by 56.02¿m, which is within specification (specification: 47.5¿m ¿ 80.0¿m). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during deliv/retrieval¿ could not be confirmed. Possible causes for resistance are damaged catheter, patient vessel tortuosity, user uses same micro catheter with multiple solitaire devices, damage to stent /pushwire, user does not maintain continuous flush, user does not maintain correct flush rate, or rhv loose during delivery. The one stent strut was found broken. Per sem results: ¿the wire failed via overload.¿ possible contributors for separation are patient stenosis, patient vessel tortuosity, patient has another stent that could have contributed, user makes more than 2 passes, or new micro catheter was not used with each solitaire. Customer reported vessel tortuosity as severe, and devices were prepared per IFU. As the rebar microcatheter used in the event were not returned for analysis, any contribution of the micro catheter towards the resistance and the separation could not be determined. The rebar micro catheter is compatible for use with the solitaire fr stent device. There was no indication that the event was related to a potential manufacturing issue. (Ngod1010 2022-8-05) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.